Event description:
After the implantation, the femoral bone fracture was being healed. On (B)(6) 2011 the pt called due to pain. It was found by x-ray that pfna-ii nail was broken. On (B)(6) 2011 the doctor replaced with the pfna-ii long nail. Doctor reported that the pt was quite active and he would have walked around using his cane.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn.